Manufacturer narrative:
(Device not returned).

Event description:
The user reported that the values were not comparable to the lab values. After calibrating the unit several times, the results still did not match. No other details regarding the nature of this event were provided.